Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion set cannula kinked leding to diabetic ketoacidosis events on (B)(6) 2025. The events occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use forroughly five to six hours. The blood glucose level was over 22.2 mmol/l and the patient was treated with correction bolus via pump and correction injection via multiple daily injection (mdi). The patient had ketones blood: 0.5 / urine: medium. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.